Event description:
It was reported that the pump date and time were incorrect, cause was unknown. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.